Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The reported guide wire was returned with the concomitant microcatheter. Approximately 10mm of the distal segment of the guide wire with partial disarrangement of coils was located out of the catheter tip which was significantly deformed as it was pressed proximally by entangling unraveled coils. The catheter shaft proximal to the deformed tip was also undulated. X-ray observation was performed to see coils inside the catheter. The coil wire was found fractured at the mid solder that was located at 15mm from the tip for the purpose of fixing the coil wire onto the core wire, making the underlying core wire uncovered from the location of the fracture end through the location of tangled coils. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated torsion had most likely contributed to the reported sticking of the guide wire inside the microcatheter. The applied torsion would accumulate on the coil wire at the mid solder and become loosened as torsion exceeding the product design limit was generated because the wire tip was being caught by the cto. Upon removal, the unraveled coils were pushed against the catheter tip, causing the catheter tip to be pressed, the catheter shaft to be undulated, and the coil wire to be sheared off. It was concluded that this event was not attributed to product quality. Damage observed on the coil wire was too severe to completely rule out potentiality that some fragment might be left in the patient. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720¿) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi astato xs 40 guide wire became stuck with an asahi caravel microcatheter during a ppi to treat a heavily calcified cto in the sfa. The guide wire was used to cross the lesion. After successful wiring, the physician attempted to remove the guide wire when it was found stuck with the concomitant microcatheter. Both devise were removed as a unit. New devices were replaced to resume the procedure. Stent deployment was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.